Event description:
Once the french drain is placed in patient and the nurse begins to trim, the drain breaks between the holes in another area.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received, it will be reported on a supplemental report.